Manufacturer narrative:
This report is filed on october 04, 2016. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was placed under general anaesthesia and underwent skin revision surgery on (B)(6) 2016, during an abutment change.